Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during a painless gastrointestinal endoscopy diagnostic procedure, the gastrointestinal videoscope exhibited sudden blurry images. It was reported that the device was replaced with a similar device and the procedure was completed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. According to the investigation, previous investigations through the product technical investigation (pti) was carried out. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems like as signal loss or open circuit. However, the most probable cause of the reported issue is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.